Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed proximal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The 100% restenosed graft anastomosis target lesion was located in the proximal third of the aorta-saphenous obtuse marginal / circumflex bridge. The lesion was 28x3.0 and concentrically shaped. The venous segment of the bridge was predilated with several balloons proximally. A promus element stent was implanted distally. The 28x3.0mm synergy¿ drug eluting stent was advanced to treat the lesion. However, the proximal stent was partially dislodged prior to inflation attempts. The procedure was completed with a promus element stent. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved u.s. Device.

Event description:
It was reported that the stent moved on the balloon. The 100% restenosed graft anastomosis target lesion was located in the proximal third of the aorta-saphenous obtuse marginal / circumflex bridge. The lesion was 28x3.0 and concentrically shaped. The venous segment of the bridge was predilated with several balloons proximally. A promus element stent was implanted distally. The 28x3.0mm synergy¿ drug eluting stent was advanced to treat the lesion. However, the proximal stent was partially dislodged prior to inflation attempts. The procedure was completed with a promus element stent. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).